Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge, an unspecified handpiece, and a viscoelastic that is qualified with an approved cartridge and handpiece combination. The product investigation could not identify a root cause. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, scratch on lens was noted. Additional information was requested and received stating the scratch on lens was during the insertion process. There was patient contact with the product but no patient harm.